Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott, while assisting a patient pairing their patient controller to their ipg, the device issued the ¿replace generator¿ message was displayed. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention maybe undertaken at a later date to address the issue.